Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that their vela ventilator alarmed "high pip", "xdcr fault", " vent inop", and "motor fault" while in use with a patient. The customer reported that the ventilator was switched out and there was no patient harm or injury.

Manufacturer narrative:
Results of investigation: the vyaire medical failure analysis laboratory received the suspect component, a vela main printed circuit board assembly (pcba), and evaluated the component. An evaluation of the component confirmed and duplicated pt800 failed calibration.